Event description:
A male underwent initial aaa repair in 2004. The physician placed a main body and two iliac leg grafts and used a large diameter balloon catheter. The original graft used to seal the area of the common iliac proximal to the internal bifurcation on the left side was aneurismal and began to dilate. When this happened the seal was compromised and a type I endoleak ensued. In 2009, a physician coil embolized that side and extended down to the external iliac on the left side by placing another iliac leg graft because of the aneurismal nature of the common iliac. The endoleak was resolved and the patient is doing well at this time.

Manufacturer narrative:
The development of zenith successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the need for the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the line of zenith IFU's list important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria. Vessel tortuosity. Calcification. Accurate placement of graft. Patient selection and pre-procedure sizing. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.